Manufacturer narrative:
Device evaluation: evaluation of the submitted x-rays confirmed the report of a malpositioned inflow conduit; however, a specific cause for the positioning issue and time for which it occurred could not be determined.. The x-ray images appeared to show the inflow conduit flex section oriented at an approximately 45 degree angle with the proximal end of the inlet tube pointed towards the patient¿s left side. The evaluation of the returned pump confirmed the presence of thrombus, which may have contributed to the reported hemolysis symptoms. A tissue-like thrombus formation was present on the inlet bearing ball which showed evidence of lamination and potential denaturing. The thrombus likely developed in a ring formation around the inlet bearing over an undetermined amount of time while the pump was operating, and was likely torn upon disassembly. A small, tissue-like, white deposition was present in one of the rotor vanes. The deposition lacked lamination and denaturing and did not appear to have originated in this location; however, its specific origin and a duration for which it was present in the pump could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values, comparable to the data recorded during the manufacturing process. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that chest x-rays taken from (B)(6) 2016 had shown improved mild pulmonary vascular congestion and no other significant change.

Manufacturer narrative:
(B)(4). Approximate age of device: 7 months. The device was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted to the emergency room for coke colored urine and heart failure symptoms. Once admitted, echocardiography and x-ray images showed malposition of the inflow cannula with the appearance that the inflow cannula had egressed somewhat from the ventricle, but was still positioned in the apical sewing ring sleeve and in the blood flow path, but not in an ideal position. An echocardiogram ramp study showed there was very little change occurring in the left ventricular volume when the pump speed was changed. The patient's lactate dehydrogenase (ldh) level was greater than 3000 u/l, the liver enzymes were elevated, and kidney function was compromised. The patient was jaundiced in appearance. The lvad estimated flow was at 5 lpm. It was reported that nothing with the device was clinically remarkable and there were no changes in performance with speed changes - all parameters reportedly remained relatively flat. The patient underwent a pump exchange on (B)(6) 2016. No additional information was provided.